Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the stent was found to be lifted. The procedure was completed with another 2.75 x 24 synergy drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 24mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed damage. Proximal strut segment 1 and 2 were lifted and pulled distally. The remainder of the stent was undamaged. The outer diameter of the undamaged crimped stent was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the stent was found to be lifted. The procedure was completed with another 2.75 x 24 synergy¿ drug-eluting stent. No patient complications were reported.